Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. The pump was received with a missing retainer ring. Unable to lock a test sc1-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: missing retainer ring, missing reservoir o-ring, cracks in the left belt clip rail, scratches on the battery tube side of the back side of the case. The pump was received without a battery cap. In summary, the customer¿s report of a scratched case was confirmed during visual inspection. For additional information regarding the tests performed refer to d00854230-appendix e. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was scratched. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1812 was requested and the pump was returned for analysis.